Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, a sales representative reported via (B)(4) that an ar-3652ttsp fibertak rc suture anchor experienced an issue where the inserter tip bent and broke off during insertion. The implant and the broken inserter were successfully removed and replaced with the same part number. The procedure was completed without any harm to the patient. This issue was discovered during a rotator cuff repair procedure performed on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/13/2025.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion. Per dfu-0054-eo revision 7: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
Additional information was received on 10/14/2025: the surgery was not delayed, and no additional anesthesia was administered to the patient.